Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one controller and two batteries were not returned for analysis. Review of the log file report revealed a controller power up event on (B)(6) 2020, at 04:01:18. The power sources logged prior to the event were an adapter connected to power source one (1) and battery 1 connected to power source two (2). The power sources logged following the event revealed no connection on power source one (1) and battery 1 connected to power source two (2). The controller was off for approximately 15 seconds. As a result, the reported "controller loss of power" event was confirmed. The reported power switching event could not be confirmed since the data log file was not available for analysis. There is no evidence that the lubrication servicing was performed on the reported devices. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. There is an internal investigation for events involving the controller losing power. Additional products: battery (B)(6) h6: method code(s): 4114 h6: device code(s): 3221 h6: FDA conclusion code(s): 67 battery (B)(6) h6: method code(s): 4114 h6: device code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one controller ( (B)(6) ) and two batteries ( (B)(6) ) were not returned for analysis. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the log files revealed a controller power up event on 06/feb/2020, at 04:01:18. The power sources logged prior to the event were an adapter connected to power source one (1) and (B)(6) connected to power source two (2). The power sources logged following the event revealed no connection on power source one (1) and (B)(6) connected to power source two (2). Of note, following the controller power up event, the controller power down time was recorded with an invalid time stamp of 04:04:03. This is an additional finding not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. The controller was off for approximately 15 seconds. No anomalies were observed leading up to the loss of power. Review of the data log file did not reveal any premature power switching events within the analyzed period. As a result, the reported "controller loss of power" event was confirmed. The reported power switching event was not confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Date of event has been updated from (B)(6) 2020. Investigation of this event has already been completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, expiration date: 31-aug-2020, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-aug-2019. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, expiration date: 31-aug-2020, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 14-aug-2019. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were exhibiting power switching and a double disconnect that lead to a ventricular assist device (vad) stop event. The controller also exhibited a loss of power. It was noted that the two batteries were not lubricated and have been quarantined for lubrication. The controller and batteries remain in use. No patient complications have been reported as a result of this event.